Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed during the basic occlusion test as a result of a protruded/loose drive support disk. The device was received with scratched lcd window, cracked case display window corner, broken belt clip slot, and cracked reservoir tube lip.

Event description:
It was reported that the insulin pump alarmed while performing a prime test. The device's piston continues to move forward after it makes contact with the reservoir, and insulin squirted out. No further information was provided.